Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p1, p2, p3, and p4 pads were loose. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was receiving battery faults.